Manufacturer narrative:
Add'l info has been requested. Revision took place (B) (6) 2010, the complaint hardware was not removed. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part or lot number was provided. Without a lot number, the device history record cannot be requested at this time.

Event description:
Status post atb plate and screw implantation level l3-l4 pt returned to surgeon's office complaining of pain. X-ray showed two (2) broken screws at l4 with the plate still flush to the bone but the heads of the screws backing out and are proud 8 to 10 mm. Revision surgery performed, hardware not removed, revised to fusion with pedicle screws, during the revision, surgeon noted non-union. This is two of two reports for this event.